Manufacturer narrative:
Result: load cell. Worn drive screw nuts causing a loss of limits.

Event description:
It was reported by service report that the scale is not accurate and the lift motors drift. No pt involvement or adverse consequences are reported.